Event description:
Related manufacturer report number 3006705815-2022-00276. It was reported that the patient was not receiving effective therapy on their left side. It was found that one of the leads had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. As it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.